Event description:
Returned after 1 1/2 wk vacation. During rptr's absence, co-workers started to wear powdered latex gloves again. The hosp was back-ordered for non-powdered. By mid-day rptr started having symptoms of sneezing, coughing, scratchy throat, and chest tightness. Rptr had already taken an antihistamine for general allergy problems. The rptr was sent home by the occupational health nurse.